Manufacturer narrative:
(B)(4). Cardiopulmonary resuscitation, performed. Records indicate this device remained implant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following a lotus edge valve implant procedure, this patient became indicated for placement of a pacemaker. This device was successfully implanted and the pocket was closed without complication. At the end of the procedure the patient complained of back pain, dry mouth and her blood pressure dropped. The patient then went into cardiac arrest and cardiopulmonary resuscitation was performed. The patient's ventricular function was at 15% and patient was on a ventilator and non responsive. The patient was transferred to the intensive care unit where the their blood pressure dropped again. The patient was assessed and it was determined that the patient may have sustained brain damage. The family elected to remove ventilator support and the patient passed away within 10 minutes.